Manufacturer narrative:
(B)(4). The customer returned one unit 5-12614 et tube, cuffed, spiral-flex 7.0 for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the inflation line has been cut. The pilot balloon was not returned. The coils are damaged at approximately the 24 cm marker towards the 15 mm connector. A bite guard is present between the 18 cm marker and 23 cm from the patient end. Visual examination into the extruded tube revealed that the inner wall of the extrusion has separated from the outer wall as a result of the damage to the inner coils. No other defects or anomalies were observed. Reference attached files pi(B)(4). Functional inspection was not required as a part of this complaint investigation as the damage observed inside the tubing indicates that the tube will not pass a kink resistance test. The device history record investigation did not show issues related to complaint. The IFU for this product, l06621, was reviewed as a part of this complaint investigation. The IFU states, "if a reinforced tube is used orally, a bite block is recommended." Other remarks: a bite block comes preinstalled on this configuration of product, however, the damage observed occurred at a location above where the bite block was placed. It is unknown to what depth the et tube was inserted or how it was secured to the patient. A corrective action is not required at this time as the damage observed on the et tube is consistent with damage that can be cause as a result of operational context. The reported complaint of a collapsed tube was confirmed based upon the sample received. The returned et tube was confirmed to have damaged coil wire from the 24 cm marker towards the 15 mm connector which resulted in a blockage of the inner extruded tubing. A bite block was used. However, the damage was incurred above where bite block was located. A device history record review was performed on the product with no evidence to suggest a manufacturing related cause. The damage observed is consistent with a coil reinforced tube that has been pinched or bit during use. Therefore, based on the time of discovery and the information provided, operational context caused or contributed to this event.

Event description:
The customer alleges that, during a craniocerebral operation, the doctor found the steel wire on the inner tube to have dropped off. The customer alleges that patient had sudden asphyxia. The surgery was stopped and recovery rescue performed on the patient.